Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose was 324 mg/dl. Customer reverted to using another pump for insulin therapy.